Manufacturer narrative:
Result: wrong footboard installed to bed.

Event description:
It was reported by service report that a wrong footboard was installed, and bed exit was not functioning. No pt involvement or adverse consequences were reported.